Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed critical insulin pump error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No critical pump error alarms noted. Unit received with high sleep current due to corroded electronic assembly. However, unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.